Event description:
Event description guidant received information that the battery of this pacemaker was suspected to be depleting faster than expected and the magnet rate alternated between 100 pulses per minute (ppm) and 90 ppm, indicating the battery status was alternately good and elective replacement near (ern). A hex dump, obtained from the device, also indicated the battery may be depleting faster than expected. The device, which was also included in the failure mode 1 population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update, was explanted and successfully replaced. The device was returned to guidant for analysis.